Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a kink in the motor cable was confirmed via the customer submitted image. The centrimag motor (serial #: (B)(6)) was not returned for analysis. Multiple good faith efforts were sent requesting product return; however, no response was received. To date, the motor has not been received at abbott. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the equipment check, there was a kink in the motor cable observed. Motor tested with mock loop for approximately 1 hour and no alarms observed. Zipties that were securing motor cables were removed and loose loops made to prevent any other kinks. Motor taken out of service and will be sent back to abbott for further inspection.